Manufacturer narrative:
I-sens retrieved the complaint meter and analyzed the cause of incorrect reading. The result of control solution test, with returned meter and normal strip, was 86mg/dl which was lower than standard range(n: 116~174mg/dl). As a result of disassembling a meter, the counter pin was displaced and it caused of contact failure with connector pin and test strip. In the memory, there were 51 data saved so it should have been displaced during use. When the connector pin is displaced or foreign substance is flowed into the connector, the contact between meter's connector and strip is unstable. It will affect electrical current and may be resulted in low reading.

Event description:
Caller has owned meter since february. Customer says no matter what she does, meter will always give a reading of 95mg/dl. She says she knows how to use the meter. I asked her if she would like to perform a blood test with me and she said she had just done it since she was out working all day and reading was once again 95mg/dl.